Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter stated that the down arrow keypad button has been difficult to push and sticking for a few months. The reporter also noted that the rubber keypad ¿is wearing down and peely¿. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/11/2014 with the following findings: the complaint of the down arrow keypad button being difficult to push and sticking was not able to be duplicated during testing. During testing, all keypad buttons responded appropriately to button presses. The keypad cover was removed and no evidence of contamination was found under any of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.